Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined because no information regarding the reported event was obtained. This supplemental report includes a correction to g3 (aware date). Also, information added to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus received the following from the FDA via mw5109147: the customer reported, during an ercp, the monitor and tower flashed an error code stating "unsupported scope." The customer contacted olympus to perform troubleshooting but it was unsuccessful. The intended procedure was cancelled. No additional information available since the customer did not share any contact information.